Event description:
It was reported that the customer had unexplained high glucose of 566mg/dl, and she was treated with a bolus of 7.7 units through the insulin pump. It was stated that the customer experienced vomit, excessive thirst, and body aches. Three days later, the customer called and reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 800mg/dl, and she was treated with an insulin drip. The caller stated that the customer continued to increase despite the bolus deliveries and start to vomit. Troubleshooting was performed. The time, date, and settings were correct. The customer declined to keep testing and requested having the insulin pump replaced. Advised the caller that if the customer continues having high blood glucose, then the issue may not be the device. Instructed the caller to continue monitoring her glucose level and contact her doctor regarding her high glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.